Event description:
Correction: it was reported that the patient presented atrial lead exhibited noise oversensing, diagnosed as atrial fibrillation. The patient was not symptomatic. The lead was reprogrammed to stop inappropriate mode switch. New remote alert came through for low impedance. Lead revision was discussed. The patient was stable. New information states that further programming changes were made late jan 2020.

Event description:
Correction: it was reported that the patient presented atrial lead exhibited noise oversensing, diagnosed as atrial fibrillation. The patient was symptomatic. The lead was reprogrammed. New remote alert came through for low impedance. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented atrial lead exhibited noise oversensing, diagnosed as atrial fibrillation. New remote alert came through for low impedance. The lead was reprogrammed. Lead revision was discussed. The patient was stable.